Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (1200 mcg/ml at 278.1 mcg/day) via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2018 the patient reported that her hcp (healthcare professional) almost let her pump run dry. She only had 2 cc or 3 cc at the max when she went in for her pump refill last thursday ((B)(6) 2018). She experienced withdrawal beginning on (B)(6) 2018. No interventions were mentioned. The pump was refilled. The patient was calling because she wanted to change doctors; she wanted to know if the pump log reports got sent to the manufacturer or if only the hcp had them; and she wanted to know if letting the pump go low could damage or harm the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was receiving fentanyl and baclofen from the pump. The pump relieved the patient¿s pain intermittently for several years until approximately (B)(6) 2018 when the patient began to complain of increasing pain. On or about (B)(6) 2018, the patient began receiving care under a new hcp. Within the next six months, the patient continued to experience recurring back pain, describing the pain as ¿sharp, burning, aching and stabbing.¿ the patient had a recurring pain level of 7/10 and they continued to deal with numbness in some of her fingers and feet. On or about (B)(6) 2018, x-rays were initiated to evaluate the patient¿s intrathecal pump. These initial x-rays gave the appearance of an apparent catheter separation or severance. For further evaluation, an MRI of the thoracic spine with and without contrast and a pump catheter dye study was ordered. On or about (B)(6) 2018, the MRI of the thoracic spine with and without contrast showed possible representation of a small granuloma. On or about (B)(6) 2018, a pump catheter dye study was attempted but subsequently aborted due to the hcp¿s inability to aspirate from the catheter access port. The hcp noted that the results indicated an uncertain status of the catheter and therefore there was no verification of catheter status or connection at the time. Throughout these visits and procedures, the patient continued to experience severe pain with overinfusion/underinfusion of medication. Additionally, the patient was experiencing symptoms such as seizures, mindless wandering, and backwards talking. On or about (B)(6) 2018, the patient was seen by the hcp for a pump refill to replace current infusate (fentanyl and baclofen) with saline, to allow for a successful pump catheter dye study. The dye study was conducted on (B)(6) 2018; the results of the study were provided to the hcp on (B)(6) 2019, during an office visit to their physician. The results of the pump catheter dye study showed multiple leaks and holes throughout the catheter, into the soft tissues, as the catheter traveled inside the patient¿s body. The leaks were so numerous and profound that the medication was expelled from the catheter before reaching its intended destination. Upon information and belief, the patient¿s overinfusion/underinfusion and ultimately life-threatening periods of baclofen and fentanyl overdose and withdrawal were the result of the holes in the catheter. On or about (B)(6) 2019, the patient presented to the hcp for a replacement of both their intrathecal pump and catheter due to catheter leaks. On information and belief, the patient¿s pump and catheter stopped working or otherwise failed to deliver the proper dose of medication into patient¿s spine causing overinfusion,/underinfusion and symptoms of baclofen and fentanyl overdose and withdrawal, including the return of pain, numbness, tingling, difficulty speaking, seizures, drowsiness, lightheadedness, and dizziness. The patient stated their pain levels were most consistently a 7/10 but increasing to 10/10 at times.